Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly and a new rv lead of a different model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to high threshold and impedance out of range. This lead was returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly and a new rv lead of a different model was placed. No adverse patient effects were reported.